Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports he was "diagnosed with orchitis ¿ not a uti and he said the doctors couldn¿t pinpoint if the cause of it was in any way connected to his cic however they advised him to use a better technique with performing cic as he said he would never cleanse his meatus prior to insertion. He said he stayed in the hospital for 4 days and needed IV antibiotics and going home - oral antibiotics and pain medicines and he said overall feeling much better. He also said he waited too long like 3-4 days before letting his md know about his discomfort prior to admission. He said 1 out of every 600-700, so very rare he said, he will notice that the gripper sleeve is melted and stuck into the side seal of the packaging. He notes the no touch sleeve is stuck only when trying to remove the catheter from the packaging after bursting the water sachet as he normally does. He does not use these when he finds them like this and discards them."